Event description:
It was reported that two markers would not deploy. Another device was used with no patient consequence.

Manufacturer narrative:
(B) (4). The mrm4002 applier (a) was returned in good physical condition and already deployed (without the collagen plug). The firing mechanism was tested and it was fully functional. The batch record was reviewed and no anomalies were noted during the manufacturing process. The mrm4002 device (b) was received with the introducer tube sheared off at the distal end and the collagen plug was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be established as to how the damage occurred. However, a potential cause is the removal of the mammomarker from the disposable probe while it's still inserted into the patient breast. Once the collagen plug has been deployed, the probe and mammomarker have to be removed together (at the same time) from the patient breast to avoid damage to the mammomarker introducer tube such as the one received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9gy5z; expiration date: 05/2014; manufacturing date: 06/2009; (B) (4) = clear tip sheared at distal tip. Conclusion: the mrm4002 (c) applier was received with the introducer tube stretched at handle area. A functional test could not be performed due to the condition of the returned applier. While no conclusion could be reached as to how did the "stretching" occurred, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment, in addition, a sample of the batch is inspected at (B) (4). The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # f9gr6n; expiration date: 04/2014; manufacturing date: 05/2009; (B) (4) = clear tube applier stretched.